Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and air bubbles. Customer's blood glucose value was 500 mg/dl at the time of the incident. Approximate size of air bubbles is 1/4 of a millimeter. The customer treated the high blood glucose by bolusing with the pump. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.